Event description:
The suspect meter exhibited poor precision in inratio readings. The following results were reported: 3.1, 2.0 and 2.5. Customer has requested additional strips to perform correlation study.